Manufacturer narrative:
Section h9: correction.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. The centrimag console associated with this event is reported under MFR # 2916596-2020-00550. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there was rapid motor deterioration, and a whirring sound was emitted from the device. The console screen then went black and the motor failed. After a few seconds the console rebooted but the decision was made to exchange the entire unit. When the pump head was removed it was noted that the motor was extremely hot. The pump was inserted into a new motor and console. During this exchange the patient experienced mild desaturation but there was no haemodynamic compromise due to the quick exchange of the pump. There were no alarms reported for the event.

Manufacturer narrative:
H4: additional information. Manufacturer's investigation conclusion: the reported event of the motor making a whirring sound and being hot was not confirmed. The centrimag motor (serial #: (B)(6)) was returned for analysis and a log file was downloaded from the returned and associated centrimag 2nd generation primary console (serial #: (B)(6)) showed events spanning approximately 76 days (B)(6) 2019 ¿ (B)(6) 2020 per time stamp). Thon (B)(6) 2019 at 14:14, the speed was increased to 5500 rpm and the flow dropped to ~1.6 lpm. A ¿flow below minimum: f3¿ alarm activated. The sub faults ¿sf_ifd_shutdown_detected¿ and ¿sf_ifd_flow_below_min¿ activated. The speed dropped to ~3300 rpm and flow dropped to 0 lpm. The alarms ¿system alert: s3¿, ¿set pump speed not reached: m5¿, and ¿motor alarm: m4¿ activated. The motor was evaluated and tested at the edc. The motor cable underwent a resistance test and an issue was observed with the power lines of the motor cable. The motor was subsequently scrapped. The root cause for the reported event was not conclusively determined through this analysis; however, the damage to the motor cable has the potential to cause the reported event. The 2nd generation centrimag system operating manual warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." It also states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual has an emergency/troubleshooting section for the 2nd generation console. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual contains a list of console alarms and alerts, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.